Event description:
The pt was reportedly implanted with an ams monarc subfascial hammock and a surgisis product on (B)(6) 2006 by dr (B)(6) at (B)(6) university hosp in (B)(6). The pt and her attorneys have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone med treatment. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.

Manufacturer narrative:
Date of event not provided by complainant. Product name unk; product unspecified. Product common name unk; product unspecified. Lot number not provided by the complainant. Product expire date unk; lot number not provided. Product catalog number unk; product unspecified. Implant date not provided by the complainant. Product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product manufacture date unk; lot number unk. Root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report / claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the surgisis manufactured product's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our atty. If/when additional info is obtained a follow up MDR will be filed.